Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) screen was flickering. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the video receiver board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) screen was flickering. There was no patient involvement, and no adverse event reported.